Manufacturer narrative:
The customer's calibration, qc, and sample pre-analytic data were requested but not provided. The investigation reviewed the system's alarm trace and noticed multiple sample short alarms. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed system checks and precision testing with failing results. He adjusted the ise electrodes and performed ise checks with no alarms. He made additional adjustments to the ise electrodes and performed ise checks and precision testing with acceptable results. After service, the customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. At 06:36, the patient's sample was initially tested on a different cobas 6000 c (501) module. The patient's na result had an invalidating data flag and the result was not reported outside the laboratory. The customer performed repeat testing and the patient's first repeat result was 125 mmol/l. The time of testing was requested but not provided. At 07:04, the customer performed repeat testing on a different cobas 6000 c (501) module and the patient's second repeat na result was 133 mmol/l with a data flag. The customer determined the patient's na result of 133 mmol/l was correct, and this result was reported outside the laboratory. The na electrode lot number and expiration date were requested but not provided.